Manufacturer narrative:
The suspect device is not available for return, as it was discarded. The reported defect was not confirmed since no picture or sample was provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. PMA/ 510(k) - enforcement discretion.

Event description:
It was reported to vyaire medical that the 4895t catheter suct 2glove w/basin 10fr 100/cs have been noted to have a kink in the middle of the catheter. There was no patient harm reported in this event.